Event description:
The customer stated the white blood cell (wbc) results generated by a cell-dyn sapphire analyzer did not match wbc results obtained by a manual differential. The sapphire analyzer yielded a wbc value of 38,000/ul, and the manual differential revealed a wbc value of 10,000/ul. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). Evaluation: review of patient data. In response to this issue an investigation was initiated to further examine the customer issue. The investigation included a review of the complaint text, a search for similar complaints, instrument logs and a review of labeling. On (B)(6) 2008, an abbott application specialist visited the customer to gain more details on the reported issue. This patient sample was processed through open mode on the cell-dyn sapphire instrument, (B)(4) on (B)(6), 2008, with test selection cbc (l). The resistant rbc, varlym and fluorescent population (fp) invalid data flag for wbc were given by the analyzer for this sample. The customer saw the flags and repeated the test with the sample diluted 1:2 off line with wbc lyse a&b for 10 minutes before selecting open mode with test option: cbc, r (l++) on (B)(6), 2008. All flags remained, but the invalid wbc count had dropped. A manual wbc and differential was determined from the blood film of this sample. The lab estimated the wbc to be approximately 10x10^ 9/l. After this experience the customer investigated previous testing on this patient and found nine results processed through two different cell-dyn sapphires with test selection cbc, r (l++). Cell-dyn sapphire analyzers involved were for (B)(4). All quality control (qc) was within range, all of the maintenance was done up to date and analyzers were within specification. The customer complained about the lack of flagging as none of these samples gave resistant red blood cell flags and only one result had invalid data flag (*). Against wbc, most commonly a "suspect population" flag (s) was produced against the lymphocyte result. The laboratory followed their internal protocol and made blood films on every sample at time of processing. These blood films were used to determine a manual wbc differential. A hospital scientist determined that the neutrophil to lymphocyte populations were in normal proportions with many target cells present. The wbc count determined by the cell-dyn sapphire was released without correction due no flagging (*) being present. A review of the data found that ten (10) out of eleven (11) samples were ran in cbc, r [l++], and one (1) was run in cbc [l]. Variant lymphocyte (varlym) at 0.60 was present on ten (10) of the eleven (11) samples; varlym at 0.70 was present on one (1) sample. Eight samples exhibited flagging indicating the potential presence of an abnormal or immature subpopulation. The cell-dyn sapphire system operator's manual, list number 08h10-01, revision d, under section 3, principles of operation, system initiated messages and data flags, page 3-53, suggested action is to follow the laboratory's protocol for handling these flags and, if required, review a stained blood film for the presence of suspect populations. Tracking and trending did not indicate any adverse trend for the cell-dyn sapphire for the reported complaint issue. Based on the investigation, no product issue was identified for the cell-dyn sapphire for high wbc results generated on patient samples without resistant rbc flags. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.